Event description:
A few days after placement the line had to be repaired due to a leak. Line was repaired with a midline extension leg. Several days later, the rn who was attending the patient noticed when they infused through the PICC line, it had a tendency to leak. When they went to discontinue the PICC, they only found the hub. The remainder of the PICC was in the patient's pulmonary artery.